Event description:
The rptr stated that rptr did meter to lab comparison tests. Rptr took rptr's meter to dr's office. Rptr's meter reading was 61 mg/dl. A venous draw lab test had a result of 178 mg/dl. Rptr did not have any symptoms. Control solution tests were high out of range, 142 and 145 (91-136). On follow up, the rptr stated that rptr checks the confirmation dot for enough blood. No harm alleged.